Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet displayed alert 38 for consecutive stalled motor after multiple restarts, and the user transitioned to backup therapy while blood glucose remained unaffected. Symptoms included no reported adverse clinical effects. Outcomes included no injury, no medical intervention, and continued glycemic monitoring via cgm. Investigation included customer service troubleshooting, user education on shutdown procedures, and arrangements for device replacement and return. Investigation of this case revealed a suspected motor stall malfunction of the pump mechanism consistent with an internal mechanical or drive component issue. It was concluded, based on previously established findings for similar reports, that the cause was a mechanical malfunction of the pump motor.